Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that at first the patient experienced post-op minor numbness in tongue. Test stimulation parameters were used for initial programming, and they seemed to work well to capture tremor. The patient seemed sensitive to stim but left with no side effects. It was noted there was shocking. Impedances were all within normal range when tested. No further complications were reported or anticipated with this event. Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the side effects came post-op during programming. Reprogramming has since been performed which seemed to help. The cause of the shocking could not be determined and it occurred randomly. More follow-up with the patient will be done 7-9. The issue was not completely resolved.